Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that right-atrial (ra) lead exhibited noise. As a resolution the ra lead was explanted and replaced on (B)(6) 2024. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in two pieces. Visual examination found two external insulation abrasion was found at the proximal region of the lead beaching the outer insulation and exposing the outer coil at 13.3 to 13.5 cm and at 19.6 to 19.9 cm. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Additional information received noted that the reported noise on the right-atrial (ra) lead was also over-sensed.